Event description:
Subsequent to the final medwatch report filed on (B)(4) 2012, the device was returned. Analysis noted a shaft separation of the multilink 8. Additional information received from the site indicates that no separation was noted during the procedure and it is likely that the separation occurred during packaging and shipment to abbott vascular. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: jl4. Sheath: 6f. (B)(4) - re-insertion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch, additional information was received which indicates that the multilink 8 stent system was unable to advance to the target site and was removed. During withdrawal, resistance was felt and the stent became loose. The stent dislodged from the stent delivery system and remained in the patient anatomy. Additional pre-dilatation was performed and a non-abbott stent system was advanced and the stent deployed to complete the stenting procedure. During a separate procedure, the stent was removed from the patient anatomy. No additional information was provided.

Event description:
It was reported that during the procedure using a right radial artery approach in the mid right coronary artery with heavy calcification, pre-dilatation was performed using a 3 x 12 mm unspecified dilatation catheter. The 4 x 12 mm multi link 8 stent system was advanced to the target site, but was unable to cross to the target lesion. The device was removed from the patient anatomy and additional pre-dilatation was performed using the same 3 x 12 mm dilatation catheter. The 4 x 12 mm multi link 8 was then re-inserted into the patient anatomy and was still unable to cross to the target lesion. The multi link 8 stent delivery system was then removed from the patient anatomy with resistance felt and the stent dislodged from the stent delivery catheter. The guide catheter, guide wire and stent delivery system were removed from the patient anatomy as a single unit; however, the stent remained inside the patient anatomy. The stent dislodged at the right brachial artery and was removed surgically. The procedure was completed with angioplasty. Additional information has been requested.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use state that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.